Event description:
It was reported the patient presented with a left ventricular lead that exhibited high pacing impedance and extracardiac stimulation after the patient had been in a car accident. The lead was explanted and replaced. The patient was in stable condition.